Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 2 of 3 on the home choice (hc).the technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The hp recycled the power and the se 2367 alarmed. The tsr advised the hp therapy had ended and the hp would need to start over with new supplies or do a manual exchange. The tsr also advised the hp would need to inform the peritoneal dialysis nurse (pdn) of the se 2240. The tsr had the hp recycle the power to weight and the hp would do a manual exchange. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The results of visual inspection, leak testing, clear passage testing and clamp function testing revealed no issues. The sample was used with the in-house homechoice machine and no issues were found. As a result, the reported alarm could not be confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is available. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.